Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during a surgical procedure for a femoral diaphyseal fracture, it was observed that the radiolucent drive device while in use with the compact air drive device stopped rotating the retrograde/antegrade femoral nail; and eventually the compact air drive device just stopped. According to the report, the event occurred when the distal locking screw was inserted while the surgeon was drilling the locking hole on the contra-lateral side of the cortex of the femur. It was further reported that although the surgeon tried to increase the pressure or the rotational speed, the issue did not improve; and eventually, the surgeon was unable to perform the drilling. It was reported that at the end, the radiolucent drive device became very hot; and that the surgeon stopped using the device. It was reported that the surgeon inserted the screw to the plate by performing a free-hand drilling. There was unspecified delay in surgery. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.